Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient stated sometimes, she did not think it was sending the right pulse. The patient stated she was not feeling it like she was before and did not know how to change it back. Patient also stated she has had a bad bladder infection, which she never had before, wasn't feeling well and had fever. Patient stated she has not been able to get a hold of her hcp. Her primary hcp has also been trying to reach him but to no avail. The patient has been working with her primary and taking the medication for the urinary tract infection. The patient was not feeling stimulation while therapy was off. Patient was on program 3 at 0.0v with stimulation turned off. The patient used to feel stimulation off and on. Patient described seeing the low pp battery icon and when trying to connect encountered poor communication numerous times. Patient stated she cannot smell anything due to a brain tumor she had prior to getting her medtronic device. Patient stated she has been drinking a lot of water and cranberry juice. The patient¿s indicators were for gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.